Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2014 with the following results:a visual inspection of the pump confirmed moisture corrosion in the battery compartment. The pump failed a leak test due to a cracked battery compartment. The returned battery cap was able to fully tighten on to the pump with no power loss. The pump cover was removed and no further moisture damage was found.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the battery compartment was cracked and there was evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.